Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-00784, 3005168196-2020-00785.

Event description:
He patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils), penumbra smart coil detachment handles (handles) and non-penumbra microcatheter. During the procedure, the physician successfully placed five non-penumbra coils in the target vessel, then implanted twelve smart coils into the target vessel using the handle. The physician then advanced another smart coil in the target vessel and made several attempts to detach it using the handle; however, the smart coil failed to detach. Therefore, the handle was removed. The physician made several attempts to detach the same smart coil using a new handle; however, the coil failed to detach. Therefore, the handle and smart coil were removed.the procedure was completed using three other coils and the same microcatheter. There was no report of an adverse effect to the patient.